Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect shield cap with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for incorrect shield cap with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the part of the manufacturing process where caps are moved using sacks and automatically blown into the assembly line to be fitted on the tubes. In this case not all caps were removed from the sack resulting a wrong cap to be blown on the tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had the wrong shields on them. No report of injury or medical intervention. No report of blood exposure to mucous membrane.